Event description:
The customer reported that they received an error message 10003, which addresses the system failure cycle power, this will cause an operation halt. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.